Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that a (B)(6) year old male patient underwent an endovascular aneurysm repair (evar) procedure with a zenith abdominal aortic aneurysm endovascular graft main body. During the procedure, blood leaked from the hemostatic valve. The procedure was completed without any further treatment due to the leakage. Additionally, it was reported that the patient experienced no adverse effects. This case is related to medwatch with MFR number 1820334-2017-00691 as they occurred in the same procedure.

Manufacturer narrative:
A review of the complaint history, device history record, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Design verification includes pressurized leak testing. In addition, the IFU provides instructions to inform users to proactively monitor blood loss during the procedure and provide instructions to effectively deal with leakage through the valve. Based on the information provided and the results of our investigation, the root cause was determined likely to be manufacturing-related. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that a (B)(6) year old male patient underwent an endovascular aneurysm repair (evar) procedure with a zenith abdominal aortic aneurysm endovascular graft main body and zenith flex with spiral-z technology aaa endovascular graft iliac leg. During the procedure, blood leaked from the hemostatic valve. The procedure was completed without any further treatment due to the leakage. Additionally, it was reported that the patient experienced no adverse effects. This case is related to medwatch number 1820334-2017-00691 as they occurred in the same procedure.